Event description:
It was reported that there was a primary audible alarm /system failure background test. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Additional information received via email on (B)(6) 2022: there was no patient involvement with this device. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: we received one pump for investigation. Visual inspection performed and found crack on right plunger case. Event history log reviewed and found primary audible alarm post error. Unable to duplicate the primary audible alarm post error at power up. Unable to determine the cause of the intermittent error as the device passed the audio test. Repair was not needed due to no problem being found with the device. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.